Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019.

Event description:
The customer reported touchscreen failure. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen failure issue. The fse provided the part number for the touch frame. There was no patient involvement.

Event description:
The customer reported touchscreen failure. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen failure issue. The fse provided the part number for the touch frame. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 25oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.